Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing due to post-paced t-wave oversensing. No intervention was performed. There were no patient consequences.

Event description:
New information noted that programming changes were performed to resolve post-paced t-wave oversensing. However, it was noted that the post-paced t-wave oversensing seemed to be occurring more frequently 3 days post programming. No intervention has been performed.